Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the pump assembly, effluent/supply line, shaft, tip, and spike line of the returned device were visually examined for damage or any irregularities. Multiple bends and kinks were noted on the catheter shaft. Functional testing was attempted; however, the device would not prime. A severe kinked located at 8 mm from the tip was identified, and the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. No other damage or irregularities were found on the remainder of the analysis. The complaint was confirmed for under pressure issues related to a broken hypotube. Shaft kinks were also confirmed.

Event description:
Reportable based on device analysis completed on 21feb2024. It was reported that shaft break occurred occurred. The patient underwent an extremity deep vein thrombosis on the left lower limb. An angiojet solent omni catheter was used for thrombectomy and thrombectomy mode was initiated. During the procedure, the device reached 228 seconds until an error message "perseverative error. Please replace the device" occurred. The alert reoccurred even after a reset was made. The catheter was replaced for another of the same device to complete the procedure. No patient complications were reported. However, returned device analysis revealed that the hypotube was broken and completely separated.